Event description:
It was reported that the device had an error code 41786. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past 12 months. Problem of error code 41786 was found in error log but was not duplicated with functional testing. The error code was cleared, and standard preventive maintenance was performed, including replacement of printed wire assembly (pwa). Device passed all functional testing after repair.